Manufacturer narrative:
The associated complaint device was not returned. A clinical evaluation was conducted and details regarding the patient¿s weight-bearing status, medical history, bone quality, fall/trauma history, and other additional clinical relevant information have not been provided. Based on the limited information provided and without the return of the device for evaluation the root cause of the reported broken poly cannot be determined. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a broken poly was received from a revision surgery. Primary surgery 2008. Revision surgery (B)(6) 2019.